Manufacturer narrative:
Investigation, including root cause determination is in progress. This report mailed to FDA on: 11/21/2007.

Event description:
A consumer reports, "central islands" (corneal irregularities) following a refractive procedure. It is unk if there was pt injury associated with this event. The surgeon has been contacted for add'l info. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.